Event description:
It was reported that the lead helix would not extend properly. Additional information was requested but has not been received.

Manufacturer narrative:
The reported event was the lead helix would not extend. As received, a complete lead was returned in one piece with the helix fully retracted and clogged with blood. After cleaning and applying torque directly to the inner coil the helix was able to fully extend and retract. The reported event of the helix would not extend was isolated to the helix being clogged with blood/body fluids and an over-torqued inner coil. The full helix extension length was within specifications.